Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found.

Event description:
It was reported that the patient experienced diaphragm stimulation due to left ventricular (lv) lead placement. The physician attempted to program around it, but was unable to. The lv lead was explanted. During the replacement procedure, the replacement lv lead dislodged during slitting, and was not used. It was not possible to replace the lv lead after that, as the physician was unable to cannulate again. No further patient complications have been reported as a result of this event.